Event description:
The customer reported that when the unit was powered up, it had an unreadable display.

Manufacturer narrative:
The factory has not yet received the device for evaluation and the complaint is still under investigation.